Event description:
It was reported that a female patient underwent primary breast augmentation with 225cc mentor memorygel breast implant and experienced unknown side implant rupture shown on mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Right side serial number: (B)(6). Left side serial number: (B)(6).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 9754982: manufacturing date: june 18, 2022. Expiration date: june 17, 2027. Lot 9785321: manufacturing date: august 17, 2022. Expiration date: august 16, 2027. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 7, 2025, mentor became aware that the patient also experienced capsular contracture; baker grade unknown in addition to rupture. Device is still implanted and side effected has not been confirmed at this time. Supplemental report will be submitted upon receipt of requested information. Date problem observed was provided. Hence, field b3 has been updated accordingly. Also, clinical code "capsular contracture has been added under field h6. Manufacturer¿s reference number: (B)(4).